Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The reported event was confirmed through complaint investigation of the returned sample. Visual analysis revealed a total occlusion from inside the cannula. This occlusion created resistance between the guide wire and the cannula, which likely contributed to the reported failure. A device history record review was performed, and no relevant findings were identified. Based on the customer report, the sample received, and the comments from manufacturing, the root cause is manufacturing related. An investigation within teleflex was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.